Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 808:03 was not confirmed and the assignable cause was not identified during product evaluation. No repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with an "808:03." The event was reported to have occurred during delivery, causing an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.